Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a failed pocket. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5-2 pocket b5, a legacy half-height cubie in the auxiliary, failed to detect as closed, which caused the drawer to fail. A field service engineer assisted the customer remotely with the removal and insertion of a new pocket to resolve the issue. The customer was then able to recover the pocket and drawer. The system functioned as intended after the field service engineer repaired the device.